Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), and no further events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11jan2022. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. C are currently available. The IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2022, the patient was admitted to the hospital from the heart failure clinic for a workup of vertigo that resulted in several falls. The patient underwent an echocardiogram (echo) ramp study and vertigo was evaluated. The ramp echo showed some improvement in the patient¿s symptoms once the pump speed was increased from 5200 revolutions per minute (rpm) to 5400 rpm. The cause of the vertigo was reportedly likely due to the pump¿s speed as well as the patient¿s elevated vascular volume status. The patient was discharged home on (B)(6) 2022 with reduction in symptoms.